Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited a no disposable clamp tubing error. It was reported that pump was stopped, settings were reviewed, pump was restarted but the error persisted. It was also reported that the patient was instructed to massage tubing and gently tap on hard surface until all air bubbles are gone. Cassette was re-attached, line was unclamped at the port and powered on, but the error message persisted. No patient consequences were reported. No adverse effects were reported.